Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in (B)(6) 2022. No service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, it cannot be excluded that the arterial pump stopped during the mentioned case or gave a motor control failure. In the mentioned circumstances, it cannot be ruled out that the most likely electronic components that may have failed are the computer board (hkr) or the motor control board (hms). If service activity will be performed on this device or any additional information is received, a follow up on final report will be submitted.

Event description:
Livanova deutschland received a report that there was a mechanical failure of a centrifugal pump 5 (cp5) in the middle of the surgical case. Customer switched over to the another unit. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in philadelphia, pennsylvania. Preexisting characteristics of the patient that may have contributed to the event: morbidly obese; copd; coronary heart disease. Livanova initiated an investigation. This report was due on november 23, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted following restoration of the livanova systems. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.